Manufacturer narrative:
The co rep replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, they noticed that the unit indicated that it was running on battery power, although it was plugged in the ac outlet. The unit did not power up after they cycled the power switch. The pt was switched to another unit and therapy was continued. No pt injury was reported.